Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a cystoscopy and mid urethral sling placement procedure performed on (B)(6) 2020, for the treatment of stress urinary incontinence. The patient tolerated the procedure well and there were no patient complications at the conclusion of the procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury.